Manufacturer narrative:
UDI#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned to allergan. Therefore, no analysis or testing has been done. These events are being reported because medical intervention may be required, although device-relatedness has not been established.

Event description:
Healthcare professional reported tissue necrosis associated with seri surgical scaffold. Usage and placement of the device was not reported. No information or treatment was reported.